Event description:
Caller reported a cgm error 42 related to their device. Blood glucose level was maintained within normal range as there was no adverse impact reported. Technical support provided the caller with complete pump reset instructions, guiding them through the process. After the reset, the pump did not display the error again, and the caller successfully commenced their sensor session.